Event description:
Complainant alleged that while attempting to analyze a pt, the device inappropriately shut down. Complainant indicated that the clinician swapped out the battery to continue treating the pt and it worked fine. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and will be providing a follow-up report when our investigation is completed.